Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial#(B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient had high impedance issue. They discovered high impedance and decided to do an endoscopy. If they could not find anything, the hcp planned on doing a lead revision. The manufacturer representative was not sure what caused the high impedance and planned on being at the case on (B)(6) 2016. The patient had a lead revision on (B)(6) 2016 and they found a loose setscrew to be the cause of the high impedance and the setscrew was tightened. All impedances read normally around 500 ohms and the patient was doing fine and was discharged and sent home. The high impedances had been resolved. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.